Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the replacement procedure the physician attempted to remove right atrial (ra) lead from the device during the procedure but was unsuccessful. A syringe was used to flush the header, but the ra lead was still unable to be removed. The physician cut the header of the device and successfully removed the ra lead by pushing out the tip of the terminal pin. Slight deterioration was confirmed on the removal of the lead but all measurements were within normal limits. Therefore,the lead continues to be used and was connected to the replaced device without issue. There were no issues observed after connecting the chronic ra lead to the device. No adverse patient effects were reported.